Event description:
It was reported that during a ovarian resection procedure, the blade was broken off during use. As the broken piece was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.